Event description:
The reporter stated that the tubing that goes in the connector that hooks to the syringe is yellow and is falling out. This occurred during priming so there was no pt injury or treatment associated with this event.

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed.